Event description:
The customer reported a failed pc board on the accutorr plus monitor resulting in no spo2 readings. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit. Corrections included replacement of the pc board. The unit was tested to factory's specs. It functional normally and was returned to use.